Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: one device was received for evaluation. No records of previous repairs were identified in the service history review. Visual and functional tests were performed. Further testing identified a bucked upstream occlusion (uso) seal, and the air detector was chipped.

Event description:
The customer returned product for failed during remediation, during physical inspection it was found that the upstream occlusion (uso) seal was buckling. There was no patient involvement.